Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The device passed all functional tests. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device ceased operation 24 hours earlier than expected. The device was not dropped and no physical damage. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.